Manufacturer narrative:
The insulin pump was received with no act button response due to corroded act keypad trace. Unable to verify for low battery, low reservoir or for excessive no delivery alarm due to no act button response. Device was received with out the original pump belt clip. No damage on pump belt clip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was performed. The device was returned for analysis.